Event description:
Customer reported the insulin pump had physical damage. A piece chopped off by the battery compartment and the tope right hand corner of the screen. Customer does not recall any significant events that many cause the damage. Customer's blood glucose was 8.9mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.